Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error. Customer's blood glucose value was 283 mg/dl at the time of the incident. The customer reported that did not offer to troubleshoot the high as the pump is not navigable. Customer will return device for analysis.

Manufacturer narrative:
Unit received with a critical pump error an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional tests including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.